Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level. Customer stated that they have back up lantis if needed for insulin therapy.